Manufacturer narrative:
One (1) device was returned for evaluation. Visual inspection observed the sample was received with the spike port cover removed. Functional testing revealed a leak from the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition is related to the manufacturing process. This issue is being further investigated. Four (4) devices were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified port. This was observed prior to use. There was no patient involvement. No additional information is available.